Event description:
Pt's one touch ultra meter was reported to have a power issue and pt was taken to the hosp. Medical affairs specialist attempted to call the reporter, but the phone number provided was an incorrect number. Therefore, unable to reach the reporter. Based on the initial info provided, pt's meter was powering off during use. This issue was not resolved with trouble shooting. The batteries were in good condition and were replaced less than a year ago. Pt was taken to the hosp and given IV treatment, but there is no further clinical info regarding that visit. Pt's one touch ultra meter had given a reading that day of 177 mg/dl. A latter is sent to the reportr to try and contact them. A replacement meter was sent to the pt.